Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was found to have thresholds of 3.6 @ 1.4 during a routine follow-up. The device was reprogrammed and no invasive procedure was necessary. No adverse patient side effects were reported.